Event description:
It was reported by the PICC rn that there was a slit in the pigtail the day after insertion. She is suspicious that the patient may have cut it. There was no damage or slit in the product when it was inserted the previous day. The intent of this complaint is to determine if it was cut (patient interference) or if a manufacturing issue was present.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.